Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that act and down buttons were harder to press. There was a crack on the top left part of the screen and also insulin pump was getting unexplained no delivery alerts. The insulin pump will not be returned for analysis.